Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 1.50mm x 12mm emerge¿ balloon catheter was advanced into a guide catheter however the shaft of the device broke at the monorail segment. The broken shaft was trapped inside the guide catheter and the device was removed. The procedure was completed using another balloon catheter and implantation of a stent. No patient complications were reported.

Manufacturer narrative:
Event date: (B)(6) 2015. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a non-bsc guide catheter. There was blood in the wire lumen. The balloon was loosely folded. The hypotube shaft was completely separated 87cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 1.50mm x 12mm emerge¿ balloon catheter was advanced into a guide catheter; however, the shaft of the device broke at the monorail segment. The broken shaft was trapped inside the guide catheter and the device was removed. The procedure was completed using another balloon catheter and implantation of a stent. No patient complications were reported.